Manufacturer narrative:
Unit not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts in the pump trace download or during testing. Pump trace download analysis confirmed the pump alarmed power error alarms. The power management tool confirmed power error 25 alarms were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert. Customer's blood glucose value was 124 mg/dl at the time of the incident. Customer will return device for analysis.